Manufacturer narrative:
It was noted that the first analyzer performance check (apc) was not acceptable. The field service engineer checked the tube & sample alignment and made adjustments. After performing this service action, the 2nd apc test was acceptable. A specific root cause could not be identified. Based on the available data, a general reagent issue is not likely. A possible root cause may be related to a sample pipetting error caused by not using rack adapters in combination with wet inner tube walls. An unknown instrument issue could also have contributed to the event since the apc test passed only after service actions were performed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive) troponin t hs. The erroneous result was not reported outside of the laboratory. The initial troponin t hs result was 6.58 pg/ml. The repeat result was 45.04 pg/ml. The result of 45.04 pg/ml result was considered to be correct and was reported outside of the laboratory. No adverse event occurred. The troponin t hs reagent lot number was 181799. The expiration date was not provided. Calibration and quality controls were acceptable. It was noted that the customer uses 13 mm primary tubes without rack adapters.